Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair the plastic (purple) handle of the dilator sheered off of the metal. No backup device was readily available causing a delay of more than 30 minutes. There was no report of patient impact associated with the event.

Manufacturer narrative:
Two 4.75mm healicoil rg disposable dilators were returned for evaluation. Visual assessment of the devices showed the shaft has come free from the handle on each device. Both shafts are heavily scored along their length. Dimensional inspection of the devices confirmed they meet print requirements. As reported the patient had hard bone and the surgeon utilized this device to prepare the insertion site. Per the healicoil rg IFU ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the threaded dilator to better prepare the bone for the anchor¿. Per the dilator IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not warranted at this time.